Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the event occurred due to breakdown of the image sensor unit, caused by stress of repeated usage, external factors, or mishandling of the device. Alternatively, there may have been a defect in components such as the integrated circuit chip and capacitor mounted on the electric circuit board. However, root cause of the event could not be identified. The suggested event is detectable and preventable by handling the scope in accordance with the following section of the instructions for use: chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system.¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the videoscope had image noise and did not produce an image due to a damaged video plug section on the circuit board and a cut on the charged coupled device cable. There was no patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.